Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced tape not sticking event on (B)(6) 2026 due to sweat. No further information available.